Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that cadd legacy pump exhibited continuous alarming after placement of new cadd cassette. Per reporter, pump did not exhibit screen message. Per reporter, after changing to back up cadd legacy pump no further alarms occurred. No adverse patient effects were reported. Per reporter no additional details were provided.